Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly. The motor stall was attributed to the shaft bearing.

Event description:
It was reported that a motor stall occurred at 0320 on the day of the report and the patient was admitted to the hospital for withdrawal treatment; increased pain. The patient¿s symptoms were being treated with oral and intravenous medication. The pump was reduced to minimum rate mode. The motor stall never recovered. A tube set was believed to have occurred. The cause of the motor stall was undetermined. The pump was interrogated multiple times without resolution. The pump was replaced. The patient was doing well. The pump was used to deliver fentanyl, clonidine, and bupivacaine.

Event description:
Additional information received reported that the motor stall occurred on (B)(6) 2015, not the date and time previously reported. The patient experienced a sudden loss of therapy. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.